Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to implantable cardioverter defibrillator (ICD) electromagnetic interference while the patient was in a swimming pool. The emi caused a lead integrity alert (lia) to trigger. It was thought that the pool was likely not properly grounded. The device remains in use. No further patient complications have been reported as a result of this event.